Manufacturer narrative:
D4 (serial number), h4 d4 (serial number), h4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that there was an unspecified issue with the pump touch screen. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.